Event description:
It was reported that eight days after the implant procedure the patient developed dyspnea. Chest x-ray showed pulmonary edema with pleural effusion. The patient also had acute decompensated heart failure. The patient was hospitalized and received medication. The device and lead remain in use. The patient is enrolled in the improve (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Without a lot number or device serial number, the manufacturing date cannot be determined.